Event description:
As reported, during laparoscopic tapp procedure, the sorbafix fixation device could not be used because the trigger was dirty with black foreign material. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
As reported, foreign material was present on the sorbafix enhanced fixation device. Review of the photo provided shows the sorbafix device removed from its original product packaging and confirms the presence of a black foreign material on the device handle. Based on the investigation performed and without the physical sample a definitive root cause cannot be determined. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in nov, 2022. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the results of sample evaluation. Evaluation of the returned sample confirmed that the source of the foreign matter in the form of loose particulate is not associated with the manufacturing process. There are control points within the manufacturing process at which the device cleanliness is challenged as per visual inspection conducted by manufacturing personnel. No presence of foreign matter was identified within the opened foil packaging that was returned. Per the evaluation of the lot history record, no discrepancies regarding foreign matter were identified during the execution of the packaging process. It cannot be determined when the foreign matter presented. No manufacturing anomalies were found. Based on visual and manufacturing process evaluation performed, root cause could not be determined. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during laparoscopic tapp procedure, the sorbafix fixation device could not be used because the trigger was dirty with black foreign material. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
As reported, foreign material was present on the sorbafix enhanced fixation device. Review of the photo provided shows the sorbafix device removed from its original product packaging and confirms the presence of a black foreign material on the device handle. Based on the investigation performed and without the physical sample a definitive root cause cannot be determined. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in nov, 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.